Event description:
Dr was placing a stent in a pt when the balloon failed to inflate fully. Dr attempted to remove the balloon and stent. The balloon came out, but the stent remained in the artery in the wrong location. After inspection of the balloon a small pin hole was found which caused the balloon to fail. The dr was able to remove the stent and finish the procedure.